Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis. The customer was vomiting and nauseated. The mother wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.